Event description:
It was reported that the pump and catheter were replaced on (B)(6) 2013 for batter depletion. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID 8711, lot# n098555007, implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis of the pump revealed high resistance of the battery. Analysis of the catheter revealed incorrect assembly or suturing of the catheter body. The initial printout indicated that the device contained baclofen.